Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported eye tracker recognition system was not deployed during a patient's bilateral photo refractive keratectomy (prk) procedure. Eye tracker was unable to be used during the procedure. When the eye tracker camera was viewed from the screen, the tracker detected the pupil immediately before the laser shot showing its width and the quality seemed to be green. Pupil not found warning message appeared during the phase after centering pedal phase (laser shot phase). Eye tracker was deactivated and operation was completed for both eyes. There was no patient harm reported. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment and an error message popped-up when pupil was lost. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the reported issue may be unnoticed movement of the patient during surgery. The manufacturer internal reference number is: (B)(4).